Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the manufacturing evaluation and visual inspection of the returned product confirmed the event. The returned collar is elongated and one side is broken at the lumbar 2, l2, feature where the grooves are. On the other side of the collar there is damage on top of the grooves and there are scratches around the outside diameter of the collar. This damage is not manufacture related. Because of the product return condition, only a calculated wall thickness was measured and the other relevant features can not be verified. The manufacturing records were reviewed and no complaint related issues were found. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. Conclusion: the complaint is considered indeterminate from a manufacturing perspective as no product fault could be detected.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing and no conclusion could be drawn. A review of the device history records has been requested. Placeholder.

Manufacturer narrative:
Additional narrative: note: blank fields on this form indicate information that is unknown, unavailable or unchanged. The product development event evaluation was performed on the returned product. All of the titanium collars with grooves were manufactured during the same time frame in 2013 and are approximately 6 months old. All of the titanium collars with grooves were found to be elongated; one side is broken at where the grooves are, on the other side there is damage on top of the grooves and there are scratches around the outside diameter of the collar. A review of the most current edition of the design drawing was performed and there were no changes made to the design of the titanium collar with grooves. Applying high torsional loads while tightening the nut to the collar can lead to the breakage of the collar with grooves. A torque limiting wrench is provided in the set that allows for a maximum of 10nm of torque to be applied on the nut/collar. It is recommended to use the torque limiting wrench for final tightening. The design is adequate for its intended use and did not contribute to this complaint condition.

Event description:
It was reported that the surgeon was performing a poster decompression fusion between t10- s1. At the end of the procedure when the surgeon torqued the locking nuts on the uss, universal spine system, screw, seven of the collars with grooves broke. During surgery, the surgeon tightened and replaced collars with grooves for the ones that were already broken, some on the same level and some on other levels. The surgeon replaced all the collar grooves and was able to complete procedure successfully. The event delayed the procedure by 10-15 minutes. No further information was provided. This is report 4 of 7 for complaint (B)(4).